Event description:
The device was returned to the service center with a report from the customer contact that during routine testing at the user facility, the device has " no ac power". No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing the device would not power up on ac or dc power. Further testing found leakage from the disposable batteries in the battery compartment and the middle printed circuit board of the device. The probably cause of no ac or dc power was the corrosion from the battery leakage on the middle printed circuit board. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel